Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently a black square flashes over the "back" and "done" buttons when a numeric button is pressed on the touchscreen. Reportedly, the pump is still functioning as intended. There was no reported impact to customer's blood glucose level.